Event description:
It was reported the device was interrogated and was found in backup vvi mode while in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. Review of the device image indicated a parity error from exposure to cold temperature.